Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem. The issue was confirmed by the customer site biomedical engineer, who reseated the power regulator and the acb board to resolve the customer¿s immediate concerns. The service engineer evaluated the system and concluded that the issue was resolved. There were no parts replaced and therefore, no part evaluation was completed. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq 7c ultrasound system was not available during a critical procedure. During an unspecified open-heart surgery, the system was displaying poor quality images. The user exchanged the transducer a few times and then exchanged the system. The procedure was able to be completed with no patient or user harm. The biomedical engineering reported that the issue was resolved by reseating the power regulator and the acb board. Philips has started an investigation, and upon completion, a follow up report will be submitted.